Event description:
The foldable acrylic iol was placed into the eye. The lens had cracked in half. The 2 pieces were removed. The lens was replaced by an older stiff 5.0 mm pmma lens. The pt has done fine. However, a similar lens had a small crack in it and rptr removed it as well. He will not use this lens again. He spoke with another ophthalmologist who had a similar account. Pt will not use the lens again either. The co denies such problems exist.